Manufacturer narrative:
Investigation:during DHR review no quality notifications were initiated during the production of the lot number associated with this investigation. All challenge, set up and in process samples were performed according to the control plans and all passed per specifications. Received a total of 10 q-syte assemblies within sealed packages from lot number 8115551. Visual/microscopic evaluation: no evidence of physical-mechanical damage was observed on any of the q-syte units received for evaluation. Connections were tested using a lab provided slip luer bd syringe. All attempts were successful and connections were secured, the syringe stayed within the septums during testing. After removing the syringe the septums remained sealed (not open). Connections were tested using a lab provided 10ml luer lock bd syringe. All attempts were successful and connections were secured. After removing the syringe the septums remained sealed (not open) the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory. The actual unit was not returned for evaluation.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device did not maintain a connection to other equipment during use. The following information was provided by the initial reporter, translated from portuguese to english: "the q-syte do not maintain conected to other devices (equips). The system that was made to be closed, is being opened (needing to diary change from parenteral equip)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split-septum stand-alone device did not maintain a connection to other equipment during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the q-syte do not maintain connected to other devices (equips). The system that was made to be closed, is being opened (needing to diary change from parenteral equip)".